Event description:
It was reported that the patient presented at the emergency room (ER) as an overdose patient. The patient was unresponsive and had ¿general overdose symptoms.¿ the pump was reprogrammed to the minimum rate. No diagnostic testing or trouble shooting was performed as it was not required. The healthcare professional (hcp) stated that the patient had taken too many oral opioids for pain (unknown) and had overdosed as a result. There was no issue with the pump dose according to the hcp. The patient was alive with no injury and was released from the ER. The hcp stated that patient was doing well now and they would slowly titrate the patient back to the normal dose. Pump was used to infuse morphine (infumorph). Follow up was being conducted to obtain additional information about the type of oral medication. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).